Event description:
I went to a dermatologist office in (B)(6) to receive a laser treatment (picosure) for melasma on my face. After the treatment, I had substantial loss of facial fat. My skin is now drooping and I look much older.